Event description:
The customer observed that one patient sample generated a (B)(6) architect anti-hbs assay result of (B)(6). This patient had screened (B)(6) for this marker in the past. The sample tested (B)(6) on the axsym platform at (B)(6). This customer is switching from the axsym to the architect i1000sr analyzer. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 1l82. (B)(4) - no consequences or impact to pt. (B)(4) - (B)(6) result.

Manufacturer narrative:
The customer provided a more specific (B)(6) result generated by the architect anti-hbs assay of (B)(6). Architect anti-hbs expiration date and date of manufacture also provided. Architect anti-hbs lot number also provided. The documentation in the ticket states that a dilution (diluent) linearity test was performed and demonstrated acceptable results. Also, treatment of a portion of the sample with the addition of antigen showed a significant decrease in (B)(6) activity to zero. This new information does not change the initial product evaluation conclusion of no product malfunction identified.

Manufacturer narrative:
The customer provided no information regarding the vaccination status of the patient and no other (B)(6) viral markers are available that could further indicate a (B)(6) result on the architect system. Sample handling and sample integrity issues cannot be ruled out as possible causes of the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert and the abbott architect system operations manual both contain information to address the customer's current issue. As per the architect anti-hbs assay package insert, quantitative values obtained using alternate assays (i.e. Meia - such as axsym) may not be equivalent and cannot be used interchangeably and a new baseline should be established when monitoring vaccinees for each of the assays. The current complaint investigation has concluded that the architect anti-hbs assay is performing acceptably. No product malfunction was identified and no additional issues were identified during the investigation of this complaint. Historical review shows no adverse trend for this list number for this issue. Sn# corrected to (B)(4).